Manufacturer narrative:
(B)(4).

Event description:
It was reported by dr. (B)(6) that a patient with down syndrom had a distal femoral opening wedge osteotomy with a dfos plate. X-ray photos were provided with the text. The first image is immediately post op and second is 6 weeks out. The second image is indicative of screw migration. It was reported that the parent claims the patient wasn't walking, but this failure occurred. Dr. Weber thinks the patient walked.